Event description:
Per rep, during dilatation procedure, the guidewire broke off approx 10 cm from distal end and was retrieved from patient with a snare. Customer says that device is cleaned per the IFU (run through a wash cycle and then autoclaved).